Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and discussed further testing and obtaining an x-ray. A boston scientific sales representative stated that he had been notified of a potential procedure for this patient in the future. However, the representative stated he did not know the reason or date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the atrial channel. Additionally, pacing impedance measurements have risen to 1200 ohms on the right ventricular (rv) channel. No adverse patient effects were reported.